Manufacturer narrative:
Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.